Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: "date: (B)(6) 2011, inratio: 7.5, lab draw: 4.0, lab meter: 4.0, >7.5. The pt received a .7.5 on his meter in the dr office and was sent to the ER for lab tests where he received a 4.0 and that was where they want him at. He tested on the lab meter and got a 4.0 and then seconds later retested on the same meter and got a >7.5.

Manufacturer narrative:
Investigation pending.